Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated after repairs were performed to determine the fault, it was confirmed that the motor fan was not rotating. After the motor fan was replaced, the startup test performance passed and the fault was repaired. The machine was restored to normal and handed over to clinical staff for use.the fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the fan was not working properly. No root cause defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during installation performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a fan fault code reported when the newly installed unit was turned on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.